Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mg/dl and 113 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the device manufacture date for meter (B)(4) is unknown.

Manufacturer narrative:
Customer's meter and test strip lot# 44368 were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010, due to dislocation and the acetabular liner was removed and replaced. No further information has been provided to date.